Event description:
It was reported that the iab was inserted in the cath lab. The pt was transferred to the ccu. Within 24 hours, a balloon rupture was suspected. The pt was returned to the cath lab where the iab was removed and replaced. There were no associated pt complications.